Manufacturer narrative:
.

Manufacturer narrative:
(B)(4).

Event description:
New information notes that externalized conductors were observed via fluoroscopy. The lead was capped and replaced. The patient was in good condition following the procedure.

Event description:
It was reported that the patient received inappropriate shocks due to lead noise. The noise was reproduced with arm movement. The device was reprogrammed. The patient was fine following the event and will be monitored remotely via merlin.net.